Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was a percutaneous intervention treating a distal circumflex, heavily calcified lesion. A 2.5x18mm xience sierra stent delivery system (sds) was used with a guide liner. The device crossed the lesion without issue. During sds balloon inflation attempt, the balloon failed to inflate. The sds was removed without issue. There was no stent movement and no dislodgment. Another xience sierra sds was successfully used in replacement. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported inflation issues appear to be related to circumstances of the procedure as it is likely the noted tear found during analysis caused the reported inflation issues. This most likely was caused by the reported heavily calcified lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.